Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected power loss alarms noted during testing. Unexpected replace battery alert and replace battery now alarm while monitoring and multiple pump error alarms were present in the format history file and pump error was triggered when the lithium backup battery (loaded vlith) was less than3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on pcba 1was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the pump functioned properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose level was 260 mg/dl at the time of the incident. The customer received multiple power loss alarms when the battery was out of the pump for less than 10 minutes. The product was returned for analysis.